Event description:
Patient reported the infusion device turned off unexpectedly while in the stand-by mode. Patient stated he turned the device on and after the start up, it displayed an e8 (power interrupt) error message. Patient reported he attempted to deactivate the alarm but was not able to turn off the alarm; device seemed to be locked and the confirmation key too. Patient stated he tried to insert a new battery waiting at least one minute but at restart the infusion device released a continuous beep, the display is black and no information appears and all of the keys are unusable. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result the check and menu button do not respond. There are particles inside the housing of the buttons. The particles isolate the area of contact inside the button housing. Due to this problem the check and menu button do not respond. The insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump and a power down with an e8 error after restart happened as recorded in the history list of the device.